Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. Date of event is an approximation. In the days leading up to the event, the parent reported ongoing issues with low bias inaccuracies, up to 120 mg/dl difference. On an unspecified day, the cgm went from 150 mg/dl to 65 mg/dl to 95 mg/dl in a 15 minute span, while a real-time comparison indicated a bgm reading of 180 mg/dl. There was no documentation of patient symptoms or treatment for hyperglycemia at that time. At another unspecified date and time, the cgm was 135 mg/dl and 62 mg/dl, and there were periods of up to two hours without any readings at all. Concerns were expressed about the absence of alerts during this time. It was not specified whether the alert absence referred to the absence of alert that the cgm was experiencing no readings", "sensor error" or "brief sensor issue, or that the device did not alert to the glycemic state due to the absence of cgm readings as a result of no readings", "sensor error" or "brief sensor issue. The sensor was replaced 2-3 times; however, inaccuracies reportedly persisted. On the day of the event, the pediatric patient woke vomiting with nausea and muscle spasms. The display device during that time was not checked. There was no information about cgm values, alerts, or alarms at that time. The parent checked the bg and it was 440 mg/dl. The patient was transported to the emergency department, diagnosed with diabetic ketoacidosis (dka), and given IV fluids and basal insulin in intensive care unit (ICU) for 12 hours. The inaccuracies reportedly persisted after discharge. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications for the day of the report on (B)(6) 2024. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.